Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 250 mg/dl compared to an unknown reading on a one touch profile meter.(invalid) no medical attention was received. The customer care care representative performed troubleshooting and twice the control solution test was not within range and based on this information there is indication the product malfunctioned. The test strips and control solution were replaced.